Event description:
Caller reported the advantage meter gave a result of 90 mg/dl at a time when her husband was symptomatic of hypoglycemia. Wife then called the paramedics, their system result 10-15 minutes later was 27 mg/dl. Customer was treated, admitted to hospital for 3 days. A request was made for the return of the meter and strips, replacement sent.

Event description:
Per the clinic, the patient reported a performance decrement, and pain with, and without, use of the device. The patient has stopped using the device. Revision surgery is planned but has not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.